Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter and approved under PMA #: p030031/s053. The bwi product analysis lab received the device for evaluation on 27-feb-2023. The device evaluation was completed on 16-mar-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and a deflection test of the returned device were performed following bwi procedures. Visual inspection was performed and several bents were observed along the shaft, the puller wire was observed exposed on the tip area, an evidence of excessive force was observed. Then, the deflection mechanism was tested and it failed since the puller wire was found broken in the tip and handle area. This unit was inspected prior to leaving the facility as there are functional tests and inspections based on the corresponding process flow diagram (pfd). A manufacturing record evaluation was performed for the finished device 30793104m number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the exposed puller wire in the tip area could be related to the damage observed along the shaft and the manipulation of the device after the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the puller wire exposed on the tip area. Initially a deflection issue was reported. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-mar-2023, several bents were observed along the shaft and the puller wire was exposed on the tip area. Additional clarification was requested and received on the returned condition. It was responded that no damage caused by the tbar was noticed. The puller wire exposed on the tip area was assessed as MDR reportable. The awareness date for this reportable lab finding was 16-mar-2023.